Manufacturer narrative:
The catheter was analyzed by mfg engineering, research and development, and quality. Part of the distal tip was missing and was not returned for eval. The material of the distal tip was cleanly separated at the distal end of the tip marker and was slightly flared outward. It appears the separation occurred within the material and not at the adhesive bond. A 0.018" guidewire was threaded through the catheter from the skive with no resistance felt. The returned portion of the catheter appeared to have been mfg to spec. The IFU states 'do not advance the catheter against significant resistance. If binding occurs between the catheter and guidewire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use.' We were unable to determine the reason the catheter caught on the wire since neither the tip nor the guidewire were returned. Note: on (B)(6) 2009, this case was reassessed by quality management. On that date it was decided to file a report due to the potential safety and submit it as a notification only.

Event description:
A 0.018 guidewire could not be advanced through a pv 0.018. The tip broke off outside the pt, so no pt harm occurred. Additional info: a bsci control wire 0.018 was positioned in the femoral artery. Pv 0.018 was taken out of the package, no damage was noticed. Advancing the catheter over the wire, it was noticed it got stuck rather soon. This happened outside the pt. Applying more force, the catheter broke at the tip. At the end, the tip was removed from the wire.